Event description:
It was reported that during a right vats procedure when the device was fired on the first firing it went about half way down the cartridge and then stopped. The staples were deployed about half way down the cartridge. The battery was flipped and the device would not work. The reverse switch did not work to remove the device. The manual over-ride was used to remove the device. The device had a green cartridge. The case was completed with device of a different product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # l54j9m. The analysis found that one pse45a device was returned with the anvil bent upwards and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45g cartridge reload was received partially fired 3/4 consistent with an incomplete or interrupted cycle. Additionally the cartridge deck was noted to be damaged. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please note that if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. No further functional testing was performed due to the condition of the anvil however the bailout system was reset and only a dry fire was performed to test the firing mechanism no anomalies were noted. A batch record review was performed and no anomalies were found during the manufacturing process.